Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds measuring 4.5@0.4ms resulting in loss of capture. The patient did have a 10 second pause on telemetry after programming to high output. Additionally, it was noted the patient had loss of consciousness. Technical services recommended a lead revision. Subsequently, the patient underwent a lead revision procedure, and the lead was surgically abandoned and replaced. After the revision procedure the patient was sent home and pacing impedances measured 1,758 ohms however, impedances measured 800 ohms at implant. Ts discussed that the lead measurements are possibly from the lead that was just abandoned and recommended a new device transmission. No additional adverse patient effects were reported.